Event description:
This occurred with the freestyle libre2 sensor. The current device was activated with a cell phone, as has been done continually for approximately 2 years. On the day in question, a new cell phone was activated due to a change in service. The new phone cannot read the device. It was only through extensive research and information provided by other users who had been in the same situation that we found the sensor can only be read by the device that it was activated on. This is a flaw in the design of the product. In this case, the former phone still works to read the sensor and will continue to be used until the sensor is changed. But what if the phone were broken, lost, stolen, or otherwise rendered unusable? What if the individual using the product needed to do so because their blood sugar levels were in need of monitoring so closely that this created a very dangerous situation? Abbott's r&d did not foresee this problem occurring, and they need to account for this in the software and design of future sensor products. FDA safety report ID# (B)(4).